Event description:
The article " evolution of transcatheter interventions for secondary atrioventricular valve regurgitation: how to set up an edge-to-edge structural program" was reviewed. The article presented a retrospective single center study, to evaluate *to which extent procedural transcatheter edge-to-edge mitral valve repair (m-teer) success has changed over time at our center, and possibly impacted transcatheter edge-to-edge tricuspid valve repair (t-teer) implementation. Devices mentioned include mitraclip, triclip, pascal, ace. The article concluded that gains in knowledge and experience, coupled with technological advances, have significantly impacted procedural m-teer success over time and allowed similar successful implementation of a t-teer program. Previous m-teer experience is recommended before starting t-teer. [The primary author and corresponding author was alexandru I patrascu at helios hospital pforzheim, kanzlerstrasse, pforzheim, germany; with corresponding email * ionut.patrascu@heliosgesundheit.de*. The time frame of the study was 2018 to 2020. A total of 341 patients were included in this study, of which a majority (exact number unknown) received an abbott device. Comorbidities included functional mitral regurgitation, functional tricuspid regurgitation, and heart failure. For mitral valve repair the average age of the patients enrolled was 82. The majority gender was female. As this is from a literature review, patient weight was not provided. For tricuspid valve repair the average age of the patients enrolled was 78. The majority gender was male. As this is from a literature review, patient weight was not provided. Peri and post-procedural complications included: mitraclip cn-244433: hematoma, blood transfusion, single leaflet device attachment (slda), recurrent mr. Triclip cn-244434: single leaflet device attachment (slda), blood transfusion, unchanged tr, recurrent tr. Mitraclip steerable guide catheter cn-245481: atrial septal defect with intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. The additional devices referenced in b5 will be filed under a separate medwatch report number. Literature attachment: article title: evolution of transcatheter interventions for secondary atrioventricular valve regurgitation: how to set up an edge-to-edge structural program.

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, a cause for the reported slda could not be conclusively determined. Causes for the reported tr and hematoma could not be conclusively determined. The reported patient effect of tr is listed in the triclip instructions for use is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: evolution of transcatheter interventions for secondary atrioventricular valve regurgitation: how to set up an edge-to-edge structural program. B3: date of event is estimated: d4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
The article " evolution of transcatheter interventions for secondary atrioventricular valve regurgitation: how to set up an edge-to-edge structural program" was reviewed. The article presented a retrospective single center study, to evaluate *to which extent procedural transcatheter edge-to-edge mitral valve repair (m-teer) success has changed over time at our center, and possibly impacted transcatheter edge-to-edge tricuspid valve repair (t-teer) implementation. Devices mentioned include mitraclip, triclip, pascal, ace. The article concluded that gains in knowledge and experience, coupled with technological advances, have significantly impacted procedural m-teer success over time and allowed similar successful implementation of a t-teer program. Previous m-teer experience is recommended before starting t-teer. [The primary author and corresponding author was alexandru I patrascu at helios hospital pforzheim, kanzlerstrasse, pforzheim, germany; with corresponding email * ionut.patrascu@heliosgesundheit.de*. The time frame of the study was 2018 to 2020. A total of 341 patients were included in this study, of which a majority (exact number unknown) received an abbott device. Comorbidities included functional mitral regurgitation, functional tricuspid regurgitation, and heart failure. For mitral valve repair the average age of the patients enrolled was 82. The majority gender was female. As this is from a literature review, patient weight was not provided. For tricuspid valve repair the average age of the patients enrolled was 78. The majority gender was male. As this is from a literature review, patient weight was not provided. Peri and post-procedural complications included: triclip single leaflet device attachment (slda), blood transfusion, unchanged tr, recurrent tr.